Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 257mg/dl on customer's meter and 86mg/dl on professional meter. Quality controls were expired. No adverse event reported. Customer used up strips; a replacement was sent.